Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and found that the compressor was 417 hours past due for replacement due to a lot of use. The compressor was making noise while pumping and autofilling but it was delivering the correct pressure and vacuum and running on the proper current, and the stm determined that the patient was never in danger. To resolve the issue, the compressor was replaced and the issue was corrected. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was making funny loud noises. No patient harm, serious injury or adverse event was reported.